Manufacturer narrative:
Information was provided from mw5070790.

Event description:
It was reported that an alert was triggered due to a change in lead impedance. The right ventricular lead was replaced. No patient complications have been reported as a result of this event.